Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 2 application during replication that would have led to the reported issue. The customer reported missing a low glucose alarm. Attempted to replicate the customer's complaint using similar configurations iphone 12 (ios 17.1.2, 2.10.2.7677) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 11 with ios operating system version 17.1.1 with app version 2.10.2.7677. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness which resulted to a fall on the stairs and they broken their wrist and a severe "black eye". The customer was provided juice by their son. The customer was then seen at a hospital where a head CT-scan was performed. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 11 with ios operating system version 17.1.1 with software version 2.10.2.7677. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness which resulted to a fall on the stairs and they broke their wrist and recieved a severe "black eye". The customer was provided juice by their son. The customer was then seen at a hospital where a head CT-scan was performed. No further information was reported. There was no report of death or permanent impairment associated with this event.